Event description:
The physician went into the pt's room & found the pt slumped over & losing consciousness. They coded the pt & the pt died. The physician wondered why the nurse had not heard the monitor alarm for bradycardia. It was found that the monitor's alarm volume had been decreased to a level where the staff did not hear it. It was determined that there was no monitor malfunction because it ran the appropriate heart rate related strips & also alarmed. The incident resulted from user error in turning the alarm volume down too low.